Event description:
Left robot assisted total knee replacement on (B)(6) 2024. Patient was taken to operating room (B)(6) 2024 for wound irrigation/debridement. The deep dermal layer and superficial subcutaneous layer developed a hypersensitivity response to the sutures causing wound dehiscence and potential deeper infection.